Event description:
There is wound exudate under the foil and the pump is not giving any alarm. The technician from the (B)(4) was also informed about this problem and he tested the go. His conclusion was that there is nothing wrong with the pump, but the hole in the soft-port is too big. The pump sucks the gauze into the hole and only the soft-port is getting a vacuum.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.

Manufacturer narrative:
The reported complaint is deemed inconclusive. An evaluation was not possible, unit was not returned and no lot number information was provided, therefore, a root cause for the reported issue cannot firmly determined. In regards to a pump not triggering an alarm in presence of pooling or leaking, a partial blockage may have led to the observed issue. It is very likely the pump did not alarm because the system was still reaching vacuum in presence of partial blockage (potentially caused by clotting at the head of the soft port). The system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing in a rate greater than 3.5l/min for more than 1 (one) minute. This is supported by the complaint description stating that a technical evaluation concluded that the hole in the soft-port was too big, allowing gauze to be sucked into the hole. In accordance with clinical guidelines, it is important that hole in transparent film be cut to 0.6cm and opening in soft port is properly aligned with opening in transparent film to ensure a good seal and decrease risk of inconsistent alarms.

Event description:
There is wound exudate under the foil and the pump is not giving any alarm. The technician was also informed about this problem and he tested the go. His conclusion was that there is nothing wrong with the pump, but the hole in the soft-port is too big. The pump sucks the gauze into the hole and only the soft-port is getting a vacuum.